Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2011 due to impedance has been droppinq and threshold risinq. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).